Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / code 105) was confirmed. Upon evaluation, the u409 processor was shorted. The cause of the code 204 and 105 is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 204 and 105.